Manufacturer narrative:
No further intervention was undertaken. This report will be reopened if additional information is received.

Event description:
Boston scientific received information that this patient was experiencing noise on the ventricular and atrial channel which might indicate lead on lead abrasion. The device battery status has been fluctuating from greater than 5 years remaining to less than 1.5 years remaining. A memory download was completed and sent to boston scientific for analysis. This patient had some skin lesions removed around the same time as the episodes of noise occurred. The memory download also showed that this device is operating at the edge of current bins, and any small changes can place the status in a different operating bin, therefore creating battery fluctuations. Boston scientific's memory analysis did not show any battery depletion anomalies. To date, there have been no additional adverse patient effects reported.